Manufacturer narrative:
(B)(4). Batch # p94j95. Device analysis: the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. In addition, the tyvek was returned along with the instrument. The device was disassembled and evidence of corrosion was found throughout the broken area. 0 remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the clip didn¿t deploy on cystic duct when fired. Another ligamax device was used from a different lot. No delay to case other than getting another ligamax. There were no patient consequences reported.